Event description:
It was reported that the patient had reconstruction surgery on (B)(6) 2015 because they strained so hard to urinate. The patient had complications from the surgery and had a hematoma in (B)(6) 2015. The patient started having the same symptoms as before having the implant and afterwards it was hard to urinate again. The patient had to strain hard in order to get the urine out. This had been for a month or 2 before the patient noticed because they had a catheter. It took a while before the problem for not being able to void could be fixed. It made it where the patient needed to increase and it got lowered down because of the surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0erfa, implanted: (B)(6) 2014, product type lead. (B)(4).